Event description:
On (B)(6) 2015, the distributer contacted animas stating the patient experienced a blood glucose (bg) value of 20mg/dl. The user believed the pump did not deliver the right volume of insulin. The patient reportedly did not receive medical intervention. There was no additional information available for this complaint. This complaint is being reported because the patient experienced a hypoglycemic event while using insulin pump therapy and due the alleged delivery issue with the pump. Follow up attempts are currently being made by customer technical support (cts) to try and obtain additional information regarding this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2015 with the following findings: the pump history revealed the last bolus delivery and the last basal delivery was on (B)(6) 2015. The returned battery cap and returned cartridge cap were used to complete testing. The pump was exercised for 24 hours with no errors, alarms or warnings. The pump history revealed a 0.00 unit basal rate on (B)(6) 2014 from 07:05 to 07:41. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. No alarms were recorded in the alarm history on the event date. The reported complaint was unable to be duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).